Event description:
The customer reported that the mean pressure from the arterial blood pressure (abp) created a yellow alarm which silenced the sound itself while the condition persisted. This was observed with only one x2. The customer could reproduce this behavior with this module and pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.